Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding/abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, labor premature and abruptio placentae. Previously administered products included for prevention of pregnancy: birth control pill from 2011 to 2013. Concomitant products included lithium since 2015 and procaterol hydrochloride (pro-air) since 2010. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain/cramping"), dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and pelvic pain ("pelvic pain"). In 2015, the patient experienced vasculitis ("vasculitis"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with cyanocobalamin (vitamin b12) and surgery (hysterectomy with bilateral salpingooopherectomy with removal of the essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the menorrhagia, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved, the fatigue and alopecia was resolving. At the time of the report, the abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vasculitis and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure insertion onset date was updated to (B)(6) 2014 and date of removal was updated to (B)(6) 2015. The onset date of heavy menstrual bleeding/abnormal bleeding, extreme, debilitating menstrual pain/cramping, dyspareunia was updated to (B)(6) 2014. New event was added: apareunia, vasculitis, fatigue, hair loss, back pain, pelvic pain, weight gain. The outcome of dyspareunia, extreme, debilitating menstrual pain/cramping, heavy menstrual bleeding/abnormal bleeding was updated to resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('heavy menstrual bleeding/abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, labor premature and abruptio placentae. Previously administered products included for prevention of pregnancy: birth control pill from 2011 to 2013. Concomitant products included lithium since 2015 and procaterol hydrochloride (pro-air) since 2010. In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain/cramping"), dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and pelvic pain ("pelvic pain"). In 2015, the patient experienced vasculitis ("vasculitis"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and suppressed lactation ("milk supply went away quickly"). The patient was treated with metoclopramide hydrochloride (reglan), vitamin b12 nos, dietary measures (mother's milk tea) and surgery (hysterectomy with bilateral salpingooopherectomy with removal of the essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the menorrhagia, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved, the fatigue and alopecia was resolving. At the time of the report, the abdominal pain, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, suppressed lactation, vasculitis and weight increased to be related to essure. The reporter commented: current weight 144.6 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 12-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('heavy menstrual bleeding/abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, labor premature and abruptio placentae. Previously administered products included for prevention of pregnancy: birth control pill from 2011 to 2013. Concomitant products included lithium since 2015 and procaterol hydrochloride (pro-air) since 2010. In 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain/cramping"), dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and pelvic pain ("pelvic pain"). In 2015, the patient experienced vasculitis ("vasculitis"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and suppressed lactation ("milk supply went away quickly"). The patient was treated with metoclopramide hydrochloride (reglan), vitamin b12 nos, dietary measures (mother's milk tea) and surgery (hysterectomy with bilateral salpingooopherectomy with removal of the essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the menorrhagia, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved, the fatigue and alopecia was resolving. At the time of the report, the abdominal pain, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, suppressed lactation, vasculitis and weight increased to be related to essure. The reporter commented: current weight 144.6 lbs. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "suppressed lactation", treatment drug and new reporter were added. On 23-mar-2020: new reporter was added. On 23-mar-2020: social media received reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2017: case classification changed to potentially legal and incident. New reporters added. New events "extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, dyspareunia, anxious, and depressed" added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.